Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.

Event description:
It was reported that the "center top retaining flipper of the breathing system came apart during a case. Resolved by bagging patient and swapping the machine. Patient had no adverse effects."

Manufacturer narrative:
For the investigation the logfile was analysed. The described problem during ventilation could not be retraced within the logfile. For the date of event, the device detected a high leakage during the system test, the device was not put into use, hence no patient was involved. The logfile further showes that ventilation was performed without any deviation before the reported date of event. In case of decreased tidal volume and/or airway pressure, e.g. Caused by a significant circuit leak, the sufficient ventilation and oxygenation of the patient might be restricted. During system test and leak test as well, internal, and external leakages are detected and depending on size a conditional (yellow) or non-functional (red) state is the consequence. Based on leakage, fresh gas flow settings and set alarm limits during ventilation several audible and visible alarms would be issued (e.g. Apnea, minute volume low, volume/airway pressure not achieved). According to the user the top cover of the breathing system was damaged. The logfile does not provide the exact location of the leakage, however a leakage at the breathing system is possible. A new cover was sent to the customer. Further information is not available. It was not possible to identify the exact root cause for the described problem. The number of similar issues, related to a faulty top cover of the breathing system, is within the expected range of the respective risk assessment and thus accepted. The ffr is monitored in the responsible pqb, in case it is decided that measures are neccessary, this is derived from the pqb. The case has been re-assessed to be not reportable.

Event description:
It was reported that the "center top retaining flipper of the breathing system came apart during a case. Resolved by bagging patient and swapping the machine. Patient had no adverse effects."